Event description:
A customer reported that the set was found to be leaking at the tubing/y-junction site. This was noted while infusion intralipids and total parenteral nurition. Per contact, nurse noted white solution coming out of the y-junctions/tubing site. Contact stated that the set was replaced with a new one, and the patient suffered no injury and no medical intervention was required.